Manufacturer narrative:
The reported leak was confirmed. The sheath and dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and a leak was noted at the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath and dilator perforation remains unknown.

Event description:
During the procedure, the introducer was leaking. The device was replaced and the procedure was completed with no adverse consequences to the patient.